Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the back of the pump, battery error messages, random no delivery alarms, and diminished battery life. The customer reported no adverse event. The event involved product(s) mmt-378a, unk_reservoir, mmt-1884l. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-378a. No product return is required for unk_reservoir. No product return is required for mmt-1884l.

Manufacturer narrative:
P-cap was attached and locked into place properly during testing. No filter option was entered, or filtering was not within a valid range. Unit passed the self test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, displacement test, sleep current measurement test, and active current measurement test. The power management parameters graph confirmed that the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. The pump was downloaded successfully, and no relevant alarms were noted in the download history review. The pump was cut open to perform a visual inspection, and no internal damage or moisture was found. The following cosmetic damages were noted during visual inspection: pillowing keypad overlay, scratched case, missing display window/cover, cracked keypad overlay, cracked case, cracked battery tube threads, and cracked case (battery tube). In summary, the customer¿s allegation of damage to the battery compartment was confirmed during visual inspection when cracked battery tube threads, a cracked case, and a cracked case (battery tube) were noted. The customer¿s allegations of no delivery/occlusion alarm and charge/battery lasts less than expected were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.